Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot (B)(4), ubd: 29-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (hcp): information was received from an healthcare provider (hcp) regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead was damaged/destroyed so the lead was removed and replaced when the ins battery was implanted. The issue was resolved and no patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1n0pl, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the lead was cut in error in the operating room, which was the cause of the lead damage.